Manufacturer narrative:
This complaint was opened as a requirement for the recall of the lumify software. Pd27418 was completed and closed previous to the complaint being opened, and a recall is under way. Fco79500372 and recall 2-0596-2016.

Manufacturer narrative:
Software design defect. The color flow is backwards in all presets with product lumify - 795216 1.0 release sw. The key and scale that are displayed are correct, the actual color is wrong. No customer complaint no injury reported.

Event description:
Found internally by philips the lumify - 795216 color flow is backwards 1.0 release sw.

Manufacturer narrative:
A recent software update to the trackwise e-MDR has resulted in the addresses for the manufacturer's contact person to be sourced from a new data location. The address issue has been corrected. (B)(4).